Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-03856.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The information provided indicates the aortic dissection may have been caused by device manipulation as a result of attempting to cross the annulus in a patient with a calcified bicuspid valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, the patient expired due to a late presentation of an aortic dissection. The patient received a 26mm sapien 3 ultra valve during a successful tf tavr case. He had a functional bicuspid valve. After he was discharged post tavr, he felt some chest discomfort and went to the emergency room. He was released home. The patient returned to the valve clinic for his follow up and they noted that he did not look good. They discovered there was an aortic dissection and were about to open him up but found that it was not viable and the patient expired. The exact location of the dissection is unknown. Of note, during the case, due to the patient's functional tricuspid valve, there was some difficulty crossing the native valve. Bav was performed but there was still some difficulty noted while crossing with the valve and delivery system but they were able to successfully cross the valve. A flutter was present prior to any treatment performed by the physician. He treated it as the patient wasn't on anticoagulants, after which was noted to have a sick sinus syndrome while being monitored post procedure. It is unclear exactly when, but a permanent pacemaker was placed.